Event description:
Livanova deutschland received a report that, at the beginning of a procedure, while adjusting the cardioplegia rpms on an essenz hlm cockpit, rpm values did not change and cockpit froze and rebooted by itself. Safety information and timer continued to update instead. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures essenz hlm, the event occurred in canada. Through follow-up communications and review of the available video, it was confirmed that the perfusionist was able to continue operating the pump using the backup control unit. Cockpit log files were extracted and analyzed, confirming the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.